Event description:
During preparation for a drug eluting stenting treatment procedure, stent damage occurred. Upon introduction of the taxus liberte 2.75x12mm drug eluring stent to the delivery system, the struts were noticed to be broken and damaged. The procedure was completed with another taxus liberte stent. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.